Manufacturer narrative:
Company representative evaluated device. Resetting the monitor corrected the problem.

Event description:
Customer reported an issue with pulse oximetry feature of the spectrum monitor which failed to provide spo2 results or waveform. No patient injury was reported.